Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a low vacuum alarm. There was no patient harm reported.

Event description:
It was reported that during routine inspection, the cs100 intra aortic balloon pump (iabp) had vacuum low. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5. A getinge field service technician (fst) was dispatched to evaluate the unit. The manifold drive set is malfunctioning, causing the low vacuum alarm to appear. Performed a complete system check of the iabp unit and the unit failed the k6, k6a, k7, k8 leak test during inspection. The machine has been tested and not yet functional. A thorough inspection revealed a malfunction of the manifold drive, causing the low vacuum alarm. At this time, the unit is not repaired and the company will provide a price quote for the repairs. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that the cs100 intra aortic balloon pump (iabp) had vacuum low. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1 (initial reporter, event site telephone, event site email) e3, g1 (contact person ¿ mfg site), g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes investigation conclusions), h11 corrected field: h6 (medical device ¿ problem code). A getinge field service technician (fst) was dispatched to evaluate the unit. From the inspection, it was found that "k6, k6a, k7, k8 leak test failed. The manifold drive set is malfunctioning, causing the low vacuum alarm to appear. Spare parts must be tested for damage in order to determine the damage later. Performed a complete system check of the iabp machine: failed (k6, k6a, k7, k8 leak test). The machine has been tested and not yet functional. The fse replaced the manifold drive (d104-00-0018) to resolve the issue. All functional and safety checks are up to factory specifications and returned to service.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field : h6 ( medical device ¿ problem code , investigation conclusions ). A getinge field service engineer (fse) evaluated the unit and found "k6, k6a, k7, k8 leak test failed and manifold drive set is malfunctioning, causing the low vacuum alarm to appear. The fse replaced the drive manifold (0104-00-0018) and safety disk assembly (0997-00-0985-010) and performed test. All functional and safety test was performed and passed.

Event description:
N/a.